Manufacturer narrative:
Investigation of the provided data showed the following: ·the analyzer works fine mechanically, electronic and the liquid transport is also fine. ·at 12-02-2024 20:01 the qc s9050 (no 1085) was detected as inhomogeneous solution (error code 521) with a "?" Attached to all the parameters at the qc results. This "?" Showing that qc before the three samples was not accepted. ·the "?" For the qc is transferred to the accept status for all measurements until a new qc s9050 is performed with an acceptable result. ·a qc results with "?" Will change the status bar from green to yellow indicating that the user must check the analyzer before measurement. ·the cause for the "?" On the three measurements mentions in the complaint is due to an error detected at the qc before the measurements. Qc must be performed and within the acceptance range before the measurement can be performed without "?". The investigation has concluded that the device performed as intended. Hence, this incident does not meet the criteria of a reportable MDR.

Manufacturer narrative:
Date of birth is estimated.

Event description:
According to the complaint, an anesthesiologist received a patient in critical condition who required blood gas analysis on the abl90 fex analyzer (sn (B)(6). The test results displayed numerous "?" Marks. Consequently, the blood sample was sent to the emergency department's laboratory for further examination.)